Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the tortuous and severely calcified right coronary artery. On the first inflation, the 2.5x15mm quantum maverick monorail balloon catheter was inflated for 10 seconds and ruptured at 4 atmospheres. The balloon was removed intact. The procedure was completed successfully with a non bsc balloon. The patient status is listed as good with no complications reported.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be considered as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.